Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the transmitter was acting funny and not working properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury due to the device over-heating.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2017 - product analysis: the device was returned and evaluated by product analysis on 05/03/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The continuous glucose management (cgm) transmitter successfully paired with a test pump and could calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification.